Event description:
It was reported that the incorrect serial number for a pacing lead was registered to the patient. The correct serial number has since been registered and the identification card was sent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).